Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp procedure on (B)(6) 2010. According to the complainant, after the stent was properly deployed within the bile duct, the inner sheath of the delivery system got caught within the stent, which inhibited proper bile drainage. In order to remove this portion of the delivery system, the physician needed to use an argon plasma coagulation laser to trim the inner sheath; however, a piece remained stuck inside the stent. The patient's condition following the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.